Event description:
On (B)(6) 2014, a the lay user/patient contacted lifescan (lfs) alleging his one touch ultra 2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue began at an unspecified time on (B)(6) 2014. The patient manages his diabetes with insulin (unknown type, self-adjuster) and denied taking any action in regards to his normal diabetes management as a result of the alleged issue. The patient stated, ¿almost a week¿ after the alleged issue occurred, he developing symptoms of ¿shaking¿. It is not known if the patient received any medical treatment. At the time of troubleshooting, the cca documented that this was the first time the patient used the meter and there was no misuse of the product. No replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.